Event description:
It was reported that the left ventricular exhibited loss of capture. The lead was implanted on (B)(6) 2024. No intervention was performed. The patient remained in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).